Manufacturer narrative:
Lot # 85438 was manufactured 2021-11-23 with the expiry date being 2023-10-28. The device history record was reviewed and confirmed that the lot was manufactured to the required specification; no discrepancies were found. This lot was distributed to the customer who reported the complaint on 2022-01-17. Steripack distributed over (B)(4)sterile polyester spun swabs since april 2020 with no injuries being reported. It is not known if the device was used for anterior nares sampling as indicated within the product's IFU. No additional issues have been reported. A follow-up report will be submitted if additional information becomes available.

Event description:
The customer reported that a swab broke in the patient's nose. The swab was successfully removed from the patient's nose. It was reported that the medical intervention was not needed and that there was no report of injury. No adverse health consequences were reported.